Event description:
The costumer reported that during cataract surgery on a geriatric male patient, due to low vacuum power the surgeon had to just break up the lens with a hook chopper and vacuum out slowly. He had a second surgery after two days for removal of retained lens material the current condition of the patient remains unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The system was found meet specification. Therefore, the root cause of the reported event is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).